Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity: patient age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab flexible fabric 3/4in 100s USA 381370044345 8137004434usa 8137004434usa, lot number ni. Upc - 381370044345, lot number ¿ ni, UDI: (B)(4), exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This case is for band aid brand box in box pod 188ct USA 381371188857 381371188857usa 381371188857usa, packaged at menasha packaging, lot# ni and its associated bab products: bab tough strips 20s USA 381370044086 8137004408usa 8137004408usa ¿ lot ni, bab flexible fabric 3/4in 100s USA 381370044345 8137004434usa 8137004434usa ¿ lot ni, bab flexible fabric bandages travel pack 8ct USA 381370047544 8137004754usb 8137004754usb ¿ lot ni, bab tough strips waterproof 20s USA 381370048336 8137004833usa 8137004833usa ¿ lot ni, bab flexible fabric extra large USA 381370056850 8137005685usb 8137005685usb - lot ni. This event is being reported as an overabundance of caution. Although in this event the consumer sought out medical attention and was prescribed antibiotic (over the counter bacitracin ointment), the likelihood of this treatment being used to preclude or prevent a serious injury or permanent impairment is remote. This is 2 of 5 medwatches being submitted as multiple products were possibly involved in this event. See medwatches 2214133-2022-00006; 2214133-2022-00008; 2214133-2022-00009; 2214133-2022-00010. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with band aid brand box in box products. Consumer states that band-aid was easy to come off in the shower but it still took skin off. Consumer stated that his wound got worse and felt the band-aid created more wounds. Consumer sought medical attention via urgent care. Treatment was provided as antibiotics, bacitracin ointment and non-stick gauze. Wound is getting better with medical treatment. This is 2 of 5 medwatches being submitted as multiple products were possibly involved in this event. See medwatches 2214133-2022-00006; 2214133-2022-00008; 2214133-2022-00009; 2214133-2022-00010. The same patient is represented in each medwatch.